Manufacturer narrative:
The reported aspect that the device could not be turned on is an indicator for a malfunction of the power supply. The event dates back to (B)(6) 2020 and, the only information dr¿ger could obtain is that the device is back in use since the power supply has been replaced by a third-party-service provider. Based on these few details the conditions that led to the shut-down could not be determined. Since the device is equipped with an internal battery to buffer mains power outages or to ensure patient transport, several different scenarios would be imaginable. If the device was put into operation with a depleted or deep-discharged battery, a malfunction of the power supply leads to shut-down. The battery status is being displayed continuously so that use error could be considered a certain factor in this scenario. It can however not be fully excluded that a specific kind of error condition in the power supply was present where battery operation is not available upon occurrence. Due to lack of information, a differentiation is not possible.

Event description:
It was reported that the device sudenly alarmed for power failure during use and shut-down completely. The users have replaced the device immediately, no patient consequences have reportedly occurred.